Event description:
Incident reported by rep. Of hosp. Informed in 10/2003 but still to be confirmed, pump delivering diamorphine at a rate of 52 - 20ml syringe. Unknown how much drug was overinfused exactly but customer quotes not a great amount. Spouse of pt noticed it had gone through too quickly. Report states that pt died of natural causes not due to the alleged overinfusion.